Manufacturer narrative:
B5 - describe event or problem updated.

Event description:
It was reported that the patient was hospitalized for 2 days due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels exceeding 400 mg/dl, while wearing the pod on the abdomen between 24 and 36 hours. It was noticed that the cannula had dislodged from the infusion site. No information was provided on the type of treatment given. The pod was discarded. Update provided on 5/31/2023. The patient was treated at the hospital with fluids and insulin.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
It was reported that the patient was hospitalized for 2 days due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels exceeding 400 mg/dl, while wearing the pod on the abdomen between 24 and 36 hours. It was noticed that the cannula had dislodged from the infusion site. I information was provided on the type of treatment given. The pod was discarded.